Event description:
The rep reported the device was used during low anterior resection. It was reported the cdh29's last six or seven staples did not fire all the way on the posterior side. The surgeon states she did hear the crunch. The donuts were "horseshoe shaped". The patient recieved a colostomy; whether or not it is a permanent one is yet to be determined. On 08/24/1998 additional information: the colostomy is not a permanent one.